Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The comment regarding electrode spacing was clarified to be the inability to easily pass through the patient's twisted veins due to the shortness of the lead. The lead was removed because it could not be fixed to the target location.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that placement difficulty was experienced with the quadripolar left ventricular (lv) lead and that there was "poor permeability in the twisted blood vessels". The lead was implanted but was subsequently explanted and replaced the following day. No patient complications have been reported as a result of this event.